Event description:
It was reported that during a pacemaker replacement procedure, the lead impedance value decreased to less than 100 ohms and insulation breach was suspected. The device was reprogrammed to adi mode and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.